Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31390480l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation with a thermocool smarttouch sf catheter, and the patient experienced cardiac tamponade that required pericardiocentesis. An hour after the procedure, the patient¿s blood pressure did not increase. Echocardiography revealed pericardial effusion, so drainage was performed. Patient improved. Hemostasis was achieved and no recurrence of vt. The physician's opinions on the relationship between the event and the product was continuous ablation for long period of time as 60 seconds might have been conducted. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Correction to initial report, concomitant products omitted in error. D10 has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).